Event description:
A customer contacted beckman coulter inc. (Bec) regarding higher than expected troponin (accutni) results above the ami cut-off generated by the access 2 immunoassay system for two patients. Repeat testing of the patient samples produced lower results within the risk stratification range. This report documents the results for patient 2 of 2 involved in this event. The erroneous results were reported outside of the laboratory. It is unknown if there was a change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
No specific sample or centrifugation information was supplied. System check data was not supplied. Per customer, qc has been resulting within the established ranges. The customer has an on-site bio-mechanical engineer and did not request for bec field service engineer (fse) visit. Per customer, there was a power outage earlier on the day of the event due to a nearby lightning strike. However, there is no indication that this is associated with the erroneous results. MDR #2122870-2011-04942 has been submitted for patient 1 of 2 involved in this event.